Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 11-163679 28mm m2a hi carbon hd +3mm nk 902340; 15-105011 m2a tpr hi carbon 37/28mm lnr 841770; 103531 ti low profile screw 6.5x20mm 845130; 103531 ti low profile screw 6.5x20mm 845150; 10-104050 m2a-t m/h rad 2hl shl 37/50mm 587360; x11-180440 bi metric/xr lat rpp c/l 10mm 607080. Reported event was confirmed by review of x-rays provided. Dedicated images 9 years after primary operation of the right hip confirms a zone of lucency surrounding the acetabular screws. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2017-00390 &1825034-2017-00391).

Event description:
Patient¿s right hip was revised approximately 10 years post-implantation due to pain and evidence of a pseudotumor.